Event description:
It has been reported to philips that the azurion 7 m20 system shut down in the middle of the case. The system was in clinical use at the time of the event. No harm has been reported. The suite pc hard drive was swapped to a different slot and that the internal cable was changed out respectively and the system was returned back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. A review of logfile showed that the system got shut down. Fse swapped the suite pc hard drive from one slot to another slot and internal cables respectively. After swapping of suite pc and internal cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.